Event description:
The customer opened the carton seal and the only item in the box was the instructions for use (IFU).

Manufacturer narrative:
The pt information is not available. The angiosculpt device was not used in the pt. The angiosculpt device was not returned for evaluation. However, the packaging carton and the IFU were returned. Visual evaluation of the carton found no issues that would lead to suggest that the integrity of the device packaging was compromised. A device history record review was performed and found no lot quantity discrepancy during the manufacturing assembly and packaging. Based on the records review, it is highly unlikely that a carton with only an IFU would be released to finished goods and shipped to the customer.